Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit ii¿ syringe with needle broke when the plunger was pulled back which could lead to leakage or injury. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: bd was not provided a photo or sample to investigate for this record. As a result, bd cannot verify the reported issue. Based on our experience and the kind of crack on the syringe, we believe the origin of the problem is caused due to a hard condition of handling or transportation. When a package of syringes is hit due to a strong handling, the finger grips of some syringes can damage the wall of the opposite barrel, producing some crack. The packaging material has been tested to resist normal conditions of transportation, and the product is continuously inspected in the process. We must also take into account that plastic material is getting brittle with low temperatures. However, the barrel will only crack if we apply an excessive force on it. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2028 (september 6 - 7th, 2017). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7244145 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrels lots #7244050, and #7237224 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244051, #7237228, and #7234196 and no problems, defects or qn related to the reported issue were found. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.